Event description:
Same case as MFR report #: 6000089-2006-01933. It was reported that five days following a coronary artery stenting treatment procedure, the patient experienced a stent thrombosis. The index procedure identified one target lesion mearsuring 2.5x20mm with moderate to severe calcification in the lad (left anterior descending). The lesion was predilated with a 2.5x24mm balloon and two express 2 bare metal stents (3x0x20mm and 2.5x24mm) were deployed and post-dilated. The patient remained hospitalized when five days following the index procedure a stent thrombosis was found on angiography along with a dissection distal to the stents. It was noted that the 2.5x24mm stent used in the index procedure was deployed at 18atms and may have been over-expanded, likely resulting in the dissection. The disssection was not evident on the final angiogram at the time of the index procedure. The dissection was not evident on the final angiogram at the time of the index procedure. The dissection was treated with the placement of two more bare metal stent. The patient was taking asa and plavix at the time of the event. It was also noted that the patient had a hematoma at the puncture site, resulting in termination of abciximab seven hours following the prodedure. The hematoma was reportedly in the process of resolving when the patient was discharged three days following the reintervention.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure anaylsis is not available, and we are not able to determine the root cause of this event. Should further relevant information become available; a supplemental medwatch report will be filed.